Manufacturer narrative:
Analysis received the unit with no delivery alarm due to interface board voltage leak. There was no blank display or external ram error alarm noted. However, the pump received with normal operating currents and there was no damage found on the lcd isolation tape. Also, there was no unexpected low battery alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call the insulin pump has a blank display. The customer's blood glucose was 300 mg/dl at the time of incident. The customer stated the insulin pump received no delivery and external ram error alarms. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.